Event description:
A malfunction was reported on a pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if the issue happened again.